Event description:
It was reported that the customer experienced frequent hypoglycemia events leading to multiple emergency room visits. The cause of the decrease bg was unknown. Details regarding the multiple ER visits were not provided. No additional information was provided regarding the events.